Event description:
It was reported the pt had pain and discomfort at the implant site on the mid to upper right back although the stimulation was effective for lower back and leg. Follow-up information identified the physician had prescribed a nerve pain medication and the pain subsided.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.